Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis. The tip-up fenestrated grasper instrument was found with a broken main tube. A piece measuring approximately 0.335¿ x 0.140¿ was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was broken. The procedure was completed with no reported injury.